Event description:
The customer reported being hospitalized after a vehicular accident while wearing insulin pump. The customer stated that he had been experiencing low blood glucose levels while driving, ate a candy bar and does not recall events after the incident. Customer states that insulin pump was lost at the hospital. Blood glucose level was 56 mg/dl at time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.